Event description:
Philips received a complaint on a reusable adult spo2 sensor indicating that the patient developed redness under the spo2 sensor. The patient complained of pain on the left hand where the spo2 sensor was placed. On the second and third fingers, redness and increased warmth were noted on the nail beds and knuckles. The spo2 sensor was then moved to second finger on the right hand but after approximately 10 minutes, redness appeared at the same location. After this time, monitoring was concluded as the patient was sent up to the ward. It was unclear whether this was a thermal injury or an allergic reaction.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Additional information was received which clarified there was no medical intervention and the redness faded quickly and completely. There was no known history of skin sensitivities or allergies in the patient's record. It was noted it was not likely there was residue from the disinfection process, the patient was not diaphoretic at the time of the event, and the spo2 sensor was not taped or clamped on the finger at the time of use. Based on this information, the reported redness on the patient's left hand was not life-threatening, did not result in permanent damage/impairment, and did not require medical intervention to preclude permanent damage/impairment; therefore, the event does not meet criteria for serious injury. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Product return is pending. Additional product information was provided; therefore, the corresponding fields have been updated.